Event description:
Approximately two years post hvad implantation the patient underwent cauterization of bleeding angiectasia in the stomach and was transfused with packed red blood cells. The patient had been hospitalized for an unrelated procedure when low hemoglobin and hematocrit levels prompted further evaluation. The patient was discharged home following treatment.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that a patient was admitted after presenting history of bleeding from a varicose vein on the left lower extremity. After blood transfusion, it was reported that the bleeding was ongoing, with no identifiable source. It was reported that the patient had a history of gastrointestinal (gi) bleeding and had a positive fecal occult blood sample. An esophagogastroduodenoscopy (egd) was performed with findings of a few bleeding angioectasias in the stomach which were surgically cauterized. It was reported that the patient's symptoms resolved and was discharged home. The device was not returned for evaluation as it remained implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.